Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. Two lesions were biopsied: lesion #1 was located in the left lower lobe - lateral segment and was 1.2 cm in size and lesion #2 was located in the left upper lobe - superior lingular segment and was 1 cm in size. Radial endobronchial ultrasound (ebus) was used to localize the lesions. Tools utilized during the procedure under c-arm fluoroscopy included a 21g flexision needle, forceps, and a bronchoalveolar lavage was also performed. Ebus was used to perform staging outside of the ion procedure. The diagnoses obtained from pathology for lesion #1 was granuloma (benign) and for lesion #2 was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.